Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin jack from revision instruments did not grab pins for removal, potentially bent a drill pin. Also, pin driver from revision instruments did not fit into hudson attachment used pin driver from primary attune to insert and remove pins with no surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.